Event description:
The customer reported an intermittent charger failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board and the battery charger. System operates as intended. (B) (4).